Event description:
Acclarent was made aware of this event on (B)(6) 2013 when a literature search was being conducted by an acclarent employee. In the article, the (B)(6) healthy female pt with no history of cardiac disease underwent bilateral maxillary and left frontal balloon sinuplasty under general anesthesia with no difficulties. During instrumentation of the right frontal recess an asystolic cardiac arrest occurred. Cardiopulmonary resuscitation was started. After 30 seconds there was spontaneous return of circulation and sinus rhythm was restored. Further instrumentation of the right frontal recess resulted in bradycardia. The balloon sinuplasta was abandoned. The post operative recovery was uneventful. A follow up cardiac evaluation was negative. The pt did experience right facial numbness from the hairline to the area under the nose.

Manufacturer narrative:
The author of the article has been contacted by vp of medical affairs via email several times to get additional info. There were additional attempts at telephone communication with the hospital and these were unsuccessful. Given only this case report, vp of medical affairs indicated that there are several pieces of info lacking in the case report to make accurate conclusion. The case report does not discuss if the balloon sinuplasty employed acclarent devices or not. The report does not discuss if any other instruments were used in the region and could have stimulated the cardiac arrhythmia (i.e., suction, frontal seeker, shaver, forceps). All of these questions were posed in the email to the author of the article and no response has been received. Vp of medical affairs concluded that it is difficult to say that the acclarent bsp device caused the event or if any sinus manipulation would have caused this. There is not enough info to draw a conclusion. This report is being submitted in an abundance of caution. The subject device of this report was not returned for evaluation, and its whereabouts are unk. Acclarent will continue to monitor this phenomenon for trending purposes.